Event description:
Event description guidant received information that the battery monitoring voltage for this boxed implantable cardioverter defibrillator (ICD) was 3.11v, whereas the box label value was 3.25v. Since this device does not meet implant criteria of being within 0.1v of labeled monitoring voltage level, the device will be returned to guidant for further analysis. It was further noted that this particular model/serial device is not included in any advisories/recalls.